Event description:
It was reported that when the device was used during a lobectomy, a staple malformed in the middle of the staple line. It was not reported how the case was completed. There was no reported pt consequence.